Event description:
The customer reported having issues with the sensors. Days later the customer called back to report that her blood glucose has been rapidly changing from 180 to 42mg/dl, and the paramedics came to her house and treated with shoots. While downloading the carelink, the customer was incoherent and unable to eat. The local fire department arrived and they stated that the customer was not taking insulin and her glucose level has changed quickly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.